Event description:
A surgeon reports that a pt had two intraocular lenses (iol) implanted in the same eye over one year ago. It was reported that a fine membrane has developed between these two iol's. It was also reported that the pt's vision had decreased. The iol's remain implanted. The use of two lenses in one eye is not included in the labeling for this product.